Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction, the following were noted: no image and scope communication error b30; upward/downward angulation play; angulation in the up and right directions was out of specification; light cover glasses chipped and the adhesive was worn; optical cover glass chipped and the adhesive was worn; distal end adhesive was worn; light guide tube delamination was evident; suction connector had water ingress; and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had error code e30 occur during a procedure, which was completed with similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image and incompatible scope error e315. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed e315 scope error could not be determined, however, the issue was likely due to water ingress into the scope connector, resulting in an intermittent electronic component failure. The event can be detected/prevented by following the instructions for use which state: -nspection of the endoscopic image. ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.